Manufacturer narrative:
The insulin pump was received with a broken-off end cap, cracked case near the display window corners, and minor scratches on the display window. The pump was also received without the motor. There was also a blank display due to a broken solder joint on the interface board. (B)(4).

Event description:
The customer's father reported via phone call that there is physical damage to the insulin pump; the customer put in a new reservoir and the end cap popped off during the rewind process. The patient's blood glucose at the time of incident was 113 mg/dl. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.